Event description:
It was reported following a battery replacement (reference MFR report #3007566237201106847) high impedances were observed on electrode 4 during post-operative impedance testing. It was noted the high impedances on electrode 4 had been previously observed prior to the new battery being implanted, but at the time of implant intra-operative impedance testing was normal. The patient outcome was not reported.

Manufacturer narrative:
Lead model 3998, lot# 0203589031, implanted: (B)(6) 2011, extension model 37082, serial# (B)(4).

Manufacturer narrative:
The manufacturing site ID was previously reported as (B)(4). Additional review indicates the correct manufacturing site ID is (B)(4).